Manufacturer narrative:
Date of event and patient weight are estimated.

Event description:
It was reported the patient experienced pain at the ipg site due to the patient losing weight and the ipg protruding. As a result, the ipg was replaced with a smaller ipg to address the issue. Reference MFR report number: 3006705815-2025-19780 and 3006705815-2025-19781.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.